Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-may-2019, UDI#: (B)(4). Refers to test results showing higher monocytosis, lightly increased sedimentation, increased potassium, and low inflammatory parameters. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that on (B)(6) 2018, there seemed to be an infection above the entry of the pump. The skin was shiny and red. There was no pus, and the wound was not open. An urgency/emergency room visit occurred on (B)(6) 2018. Augmentin therapy was started, and redness was still present. The patient had no pain, no headache, no increased spasticity, and the patient was not feeling sick. Examination on (B)(6) 2018 showed blue accumulation at the scar and erythema extending to the belly button. The clinical diagnosis was a wound infection above the pump. Laboratory testing on (B)(6) 2018 showed normal leukocytosis, higher monocytosis, lightly increased sedimentation, and increased potassium but ¿normal at control¿. Laboratory testing on (B)(6) 2018 also showed low inflammatory parameters.. A culture of the distal part of the catheter (close to the abdominal pump) on (B)(6) 2018 showed (B)(6), and a culture of the pump showed (B)(6). Conflicting information reported that the lab did not show any peculiarities. Augmentin 3x875 mg/day was administered on (B)(6) 2018. Intravenous vancomycin was increased from 2x1 g to 3x1 g on (B)(6) 2018. Floxapen was administered on (B)(6) 2018. Oral baclofen 3x25 mg/day + 1x10 mg/day was administered on (B)(6) 2018. The entire system was explanted/not replaced. On (B)(6) 2018, the patient displayed low inflammatory parameters. On (B)(6) 2018, a culture of the distal part of the catheter (close to the abdominal pump) showed (B)(6), and a culture of the pump showed (B)(6). Oral lioresal was administered on (B)(6) 2018. The event resulted in in-patient hospitalization. The event resolved without sequelae on (B)(6) 2018. The event was possibly related to the device/therapy. The event was not related to the implant procedure. It was unknown if the device would be returned to the device manufacturer. The patient's age on (B)(6) 2018 was (B)(6). The patient's height and weight at baseline on (B)(6) 2017 were (B)(6). No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# 0213498808 implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study indicated oral lioresal was administered on (B)(6) 2018 and not on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was receiving baclofen (2000 mcg/ml at 529.7 mcg/day)